Event description:
On (B)(6) 2022 a 52 yo female patient received 0.6 cc of revanesse lips+ into her lips. There was no reaction or swelling during or after the injection. The patient returned to the same clinic on (B)(6) 2022 for a touch up. Compounded blt topical anesthesia was applied to the lips and the patient was asked to use chlorhexidine rinse in her mouth immediately pre-injection. The patient was then injected with 0.4 cc of revanesse lips+. Will at the clinic the patient developed swelling of her upper lip and an erythematous rash with hives on her face. Of note there was no swelling of the lower lip despite having ha injected into the lower lip. The patient was given 50 mg of benadryl and the allergic reaction resolved completely and did not return. The ha filler was not dissolved or removed from her lip. Determining the cause of an allergic reaction is difficult when there are multiple potential causative variables. In this case the suspected variables are compounded blt anesthetic, chlorhexidine and revanesse lips+. The facts that the patient had revanesse lips in both lips but only swelled in her upper lip and the swelling resolved despite the ha remaining in her lips makes it highly unlikely that it caused an allergic reaction. Compounded blt anesthetic uses high doses of 3 anesthetic which are easily and rapidly absorbed when applied to the thin epithelium of the lips. Benzocaine is an ester and the most allergenic of all anesthetics. This product is very likely to cause an allergic/ angioedema reaction as seen in this patient. As the patient's body breaks down the absorbed anesthetics the reaction stops. Chlorhexidine causes immediate and severe allergic reactions with swelling, hives and erythematous rashes. The literature shows that these reactions are on an increase and it is the primary reason chlorhexidine should not be used in the mouth or on any mucous membranes. My clinical opinion is that this is a case of allergic reaction to chlorhexidine. Internal complaint number: (B)(4).